Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). Oversensing was noted on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.